Manufacturer narrative:
Device passed displacement test and self test. Pump error 54/3 alarm found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received the main arm cannot communicate with the motor arm alarm. Customer¿s blood glucose level was 138 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Customer stated that it was grayed out and customer cannot select it and tried to remove the reservoir and tried to rewind again but it was still grayed out. Customer troubleshooting was performed. The insulin pump will be returned for analysis.